Event description:
Customer reported issues related the panorama central station's ambulatory telepacks, which may have affected telemetry monitoring. No patient injury was reported. Affected serial #s: (B)(4).

Manufacturer narrative:
Company representative evaluated the system. Corrections included cleaning the units and replacements of the ribbon cable, interface pcb. Units and system were calibrated and safety tested to factory's specifications.